Event description:
The customer reported a posterior capsule tear occurred during polishing with this I/a tip during surgery. The surgeon declined to complete a questionnaire and requested the I/a tip be returned without evaluating the I/a tip.

Manufacturer narrative:
There were no samples returned for eval, and no add'l info provided by the customer related to the reported event. For this reason, there is insufficient info to replicate or confirm the reported issue, and the root cause is therefore unk at this time.